Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the depth gauge for 1.3 mm/1.5mm and 2.0 mm screws (p/n: 03.130.250, lot #: 1l06990) was returned and received at us cq. Upon visual inspection, it was observed that the needle component was deformed and bent. No other issues were identified with the returned device. The complaint condition was un-confirmed for the depth gauge for 1.3 mm/1.5mm and 2.0 mm screws (p/n: 03.130.250, lot #: 1l06990) as there were no signs of device broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the device bent could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 03.130.250, lot number: 1l06990, manufacturing site: balsthal, release to warehouse date: 30. Aug. 2018 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an open reduction internal fixation (orif) of the first metacarpal the tip of the depth gauge was broken. The issue was discovered while measuring the screw length. The surgery was completed with another depth gauge. There was no surgical delay reported. Patient status is unknown. Concomitant device: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) depth gauge for 1.3mm/1.5mm and 2.0mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional information: d4: lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant devices reported: